Event description:
It was reported that a patient presented with functional loss of capture, over-sensing and inadequate capture noted on the patient's left ventricular lead. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5149969.